Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit tested on an in-house system and failed normal mode as it triggered error 23069. System logged errors 23069 & 23068. Remote fe also logged errors 23069, 23068, 23118 on yaw. When yaw chipencoder virtual absolute (cva) flat flex cable (ffc) replaced with gold part, error still existing. When yaw cva printed circuit assembly (pca) swapped with gold one, the error went away. The unit went through more testing on a patient side cart (psc) fixture test platform (pftp) and it passed all require tests. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the system generated recoverable fault 23069 for universal surgical manipulator (usm) 4 axis 1. The site power cycled the system and the error returned. Prior to starting the procedure the customer disabled the usm to continue procedure. Tse asked if surgeon is able to complete the case with only 3 usms, surgeon stated no. Tse recommended performing a hard power cycle on patient side cart (psc), surgeon is currently working and will call back when they are ready to troubleshoot. The procedure was completed with no reported injury.